Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller planned to use multiple daily injections as backup therapy and a replacement pump was sent.